Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens was cracked so removed it during the initial procedure. There was patient contact but no reported patient impact. The surgery was completed the same day.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is split from the edge across the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).